Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head was loose. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
It was reported, the camera head was loose. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. Updated fields: g3, h2, h3, h4, h6 and h10. The customer returned the camera head to olympus for the issue: camera ¿head loose¿. The user request was confirmed due to worn out coupler. In addition, dead pixel on endoscopic image. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: "warning ¿ before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Pg. 12. Based on the investigation results, the most probable cause of the complaint worn out coupler. Olympus will continue to monitor field performance for this device.